Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery and has been off the device for about a month due to financial reasons. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error followed by an error alarm as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with scratched screen, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.